Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a hair was found in the packaging of the delivery catheter. The catheter was not used and replaced. There was no patient involvement.